Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient¿s wife did not wear a mask when preparing the setup for peritoneal dialysis (pd) therapy, which caused peritonitis. The peritonitis was manifested by cloudy effluent, nausea, vomiting, and white blood cell count being off. The patient was not hospitalized for the reported event. The treatment for the peritonitis included fortaz and ancef (dose, frequency and route of administration not reported). The patient had recovered from the peritonitis. The patient¿s wife was retrained on proper aseptic technique. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was unknown, but was sometime in (B)(6) 2013. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.